Event description:
It was reported that after da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated non-recoverable faults while trying to move the system. System logs confirmed repeated high side switch faults reported by the universal surgical manipulator. Tse recommended disabling arm1. System completed power up after disabling arm1. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to address the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32101 error was found indicating arm frl hit because of a high-side switch error on acs error points to +5v to encoder, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where fault check was found to be failing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the insertion cva pca was found to be the root cause of the reported event.